Manufacturer narrative:
On 10/8/2020, biosense webster inc. Received additional information which indicated the patient in this event was male and confirmation that the sheath used during the procedure was a non-bwi product. The competitors sheath broke and surgical intervention was performed to remove the bits of the sheath. Specific sheath details were not provided. As such, this event has been reassessed and is no longer considered to be MDR reportable against any bwi devices. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
(B)(6). The "no code available" patient code is being used to represent surgical intervention. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure on which a biosense webster sheath was used and surgical intervention was required. After the procedure was ended, when the sheath was going to be removed, it broke off. An incision was made, and it could be removed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event required surgical intervention, it is to be considered serious and MDR-reportable.